Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer didn't use proper technique to fill the cartridge. A fourth new cartridge was loaded using the correct fill technique and the issue continued. Customer's blood glucose ranged from 225 mg/dl to approximately 400 mg/dl. A correction bolus was delivered and a manual a injection was administered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.